Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using lab stock batteries. The device was able to obtain readings and alarm alert conditions with audible and visual status indicators were functional. When powered on one led segment does not light up. Internal inspection showed the d2 led segment on the instrument board had failed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported a segment line is missing on the display. No patient impact or consequences were reported.